Event description:
It was reported that the vns patient passed away on (B)(6) 2010. The cause of death and its relationship to vns are unknown. The patient was last seen by his physician on (B)(6) 2009. Attempts for additional relevant information have been unsuccessful to date.

Event description:
A death certificate was received indicating that the vns patient¿s cause of death was cardiac arrest/sepsis/colon cancer. The manner of death was listed as natural. No autopsy was performed. Based on the available information about the patient¿s death, an internal classification has determined that the death was unlikely sudep.

Manufacturer narrative:
The supplemental report #1 inadvertently did not report this data.